Manufacturer narrative:
Cev605g (lot number: 201202mf2)- mfg date: february 2012. The devices (part number cev605g) were evaluated and indicated that the plastic skirts were damaged. The blades were slightly blunt. Most likely impacted and damaged to the blades due to hard surfaces and during cleaning. Four of the instruments have oxidized non-compliant pins. On some instruments it was noted that the wire had slightly excessive filing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).

Event description:
Eleven devices (part number cev605g) were returned to mxi service and repair.